Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs could not confirm the reported the investigation determined that there was no fault found with the returned device. The device was performing to specifications. Resmed¿s risk associated with use of the device remains acceptable. There was no patient injury reported as a result of this incident. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device had a defective battery. There was no patient harm or serious injury reported as a result of this incident.